Manufacturer narrative:
Concomitant medical products: secondary tubing ref (B)(4) lot 65-415- sj, and spiros-ICU medical ref (B)(4), lot 66-751-sl; therapy date (B)(6) 2017. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the chemotherapy doxil infused into the primary IV bag. The primary bag was then clamped to allow the secondary bag of doxil to finish infusion. The primary bag that had doxil in it was then unclamped and infused into the patient so that the patient was able to receive entire dose of doxil that had flowed into the primary bag earlier. The customer also stated that a spiros closed system transfer device was in use on the patient at the time. There was no report of patient harm.

Manufacturer narrative:
Concomitant medical products: 250ml hospira bag, ndc 0409-7922-02, lot 64-038-jt, exp 1 oct 2017, 5% dextrose injection; 250 hospira bag ndc 0409-7922-02, lot 64-038-jt, exp 1 oct 2017 with doxorubicin; therapy date (B)(6) 2017. The customer¿s report that the secondary back flowed into the primary bag was confirmed. No anomalies were observed on the received sets during visual and microscopic inspection. Functional testing confirmed back flow indicating a faulty check valve. Testing of the sample by the supplier indicated a passing result. Disassembly of the check valve resulted in normal findings with no particulates noted on the diaphragm membrane. The root cause of the back flow into the primary bag was not identified.